Event description:
Pt rang call light and said "IV is leaking". Rptr assessed site, discovered piggyback 20 gauge 1" needle was actually broken in half, removed from hub intact. Site redressed. No apparent problems.